Event description:
It was reported that during reprocessing the da vinci si fenestrated bipolar forceps instrument grey wire was noted to be frayed at the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. There are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.